Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7089374. Unique identifier (UDI) #: (B)(4). Product family: scs-ipg-pc. Upn: m365sc14320. Model: sc-1432. Serial: (B)(6). Batch: 213859. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient had fractured spinal cord stimulator (scs) leads. The patient underwent a procedure wherein the scs leads and implantable pulse generator (ipg) were replaced. It was noted that the fractured leads were confirmed prior to the revision procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 7089374. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1432. Serial number: (B)(6). Batch/lot number: 213859. Model/catalog description: wavewriter alpha prime 32 ipg kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient had fractured spinal cord stimulator (scs) leads. The patient underwent a procedure wherein the scs leads and implantable pulse generator (ipg) were replaced. It was noted that the fractured leads were confirmed prior to the revision procedure. Additional information was received that the patient was doing well postoperatively and the explanted device components were not returned.